Event description:
The device was used during a right lobectomy procedure. Reportedly, the staples did not form properly. The surgeon experienced difficulty closing the instrument over the tissue at the application site prior to firing. The tissue was resected and the surgeon repaired with manual suture.